Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was treated in upper lip with one syringe of juvéderm volbella® xc and experienced pain. Over the following three days, patient developed, "blisters inside their mouth, bleeding in upper gums, looks like acid burn on lip up to nose," and an infection. At an unspecified time later, patient was treated with antibiotics.